Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07371. It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 6 fr non-bsc introducer sheath was advanced and an 18 victory¿ guidewire was selected and crossed the lesion. A 2.0mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. During introduction, the physician noted that the guide wire did not advance further in the guidewire lumen of the balloon and the guide wire became stuck. The guide wire and the sterling were removed together. Another 18 victory¿ guidewire was selected and crossed the lesion. Subsequently, a 2.5mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. However, the same issue occurred and the guide wire and the sterling were removed together. The procedure was completed with another of the same device and the patients status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter and an unidentified wire. The balloon was loosely folded. There was contrast in the balloon of the device. The balloon was buckled distally (5mm) and proximal (less than 1mm) of the proximal markerband. The inner diameter (ID) of the wire lumen was measured at both ends and within specification. The inner shaft was buckled distally (5mm) and proximal (less than 1mm) of the proximal markerband, in the same location of the balloon. Microscopic and tactile inspection revealed stretching/damage in the outer shaft for 12.5cm starting from the strain relief going distally down the shaft. The outer was also stretched/damaged at the proximal weld area. There was no damage to the tip of the device. Functional testing was completed using the returned wire. The outer diameter (od) was measured using a calibrated snap gage, the od of the guidewire was .01721¿. The guidewire was advanced through the tip and hub; however, the guidewire could not pass through the buckled inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07371. It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 6 fr non-bsc introducer sheath was advanced and an 18 victory¿ guidewire was selected and crossed the lesion. A 2.0mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. During introduction, the physician noted that the guide wire did not advance further in the guidewire lumen of the balloon and the guide wire became stuck. The guide wire and the sterling were removed together. Another 18 victory¿ guidewire was selected and crossed the lesion. Subsequently, a 2.5mm x 80mm x 150cm sterling¿ sl balloon catheter was selected to dilate the lesion. However, the same issue occurred and the guide wire and the sterling were removed together. The procedure was completed with another of the same device and the patients status was stable.